Manufacturer narrative:
Other applicable components are: product ID: 8709sc, lot #: n260301001, serial #: (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4), ubd: 13-jul-2012, UDI #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who was receiving an unknown drug at unknown dose and concentration via intrathecal drug delivery pump. The indication for use was not noted. It was reported that excess volume was noted at refill. No environmental, external, or patient factors were reported to have caused this issue. A catheter dye study was performed on (B)(6) 2018 and they were unable to aspirate. Saline was placed in the pump on (B)(6) 2019. The catheter was replaced on (B)(6) 2019; the spinal segment was left in place. The issue was resolved and the patient was "alive - no injury." Saline was currently in the pump. There were no further complications reported at this time.